Manufacturer narrative:
(B)(6). The device was received for evaluation. During visual inspection, it was verified that the filter was full of plasma. A pressure test was performed and a leak at the level of the filter pod was observed. An autopsy and microscopic observation of the pod's membrane revealed a hole in one of the four picots. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak occurred at the filter pressure pod of a prismaflex tpe2000 set during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.